Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she has been using the meter for 2 weeks now and she tests once a day. Customer is taking metformin.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: the 144mg/dl (B)(6) 2016 05:15 am fasting: yes; the 148mg/dl (B)(6) 2016 08:02 am fasting: yes; the 138mg/dl (B)(6) 2016 09:19 am fasting: yes; the 152mg/dl (B)(6) 2016 08:09 am fasting: yes; the 164mg/dl (B)(6) 2016 07:42 am fasting: yes. Customer states that she has been using the meter for 2 weeks now and she tests once a day. Customer is taking metformin.